Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia for approximately three hours with a highest blood glucose of 324 mg/dl while using the ilet, and the issue was addressed through a supply change after which glucose levels declined into range; device alerts for high glucose were received, and no outside assistance or medical intervention was required. Symptoms included high blood glucose. Outcomes included restoration of glucose to target range following troubleshooting and education. Investigation included review of available reports and user coaching on supply replacement. Investigation of this case revealed no visible cannula bend and that hyperglycemia resolved after the supply change, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.